Event description:
Customer reported amount of insulin in reservoir gets reduced. Customer stated that they filled the reservoir earlier that day and now they only has 95 units. Advised customer to check for leaks and to check bolus history. Customer refused to test the high pressure on pump.